Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was too low. There was no reported adverse impact to customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
On may 27, 2022, the distributor reported the additional information: pump system check found no malfunction alarm had been declared and the pump was not annunciating audible tones for alert/alarm. Customer's blood glucose was 118 mg/dl. Customer reverted to using an alternate method of insulin therapy. Device code changed from 1016 to 1019.